Event description:
Customer called to report a leak at the bottom of the pressure gauge on the synchron lxi 725 clinical system. Customer stated that although a line popped off the no foam clinical chemistry reagent, the leak does appear to have originated from the line. Therefore, customer cannot verify that the fluid that is leaking is the no foam reagent. On (B)(6) 2011, the field service engineer (fse) determined that the origin of the leak came from the hydropneumatics of the system. The fse then replaced valves v1 and v12. No further leaks were found after this repair. Customer did not report harm to operator or patients and stated that patient results were not affected by the leak.

Manufacturer narrative:
(B)(4).